Event description:
Per attorney's original report: ni/ni/ni - pt required substantial medical treatment and developed pain, scarring, disfigurement and permanent injury after implant of defective mesh. Based on a review of medical records provided by the pt's attorney: (B)(6) 2006 - repair of umbilical hernia with a composix mesh. On (B)(6) 2007 - incision and drainage of suture abscess, partial explant of previously placed mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae 2008004. Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Currently, it is unknown whether the device may have caused or contributed to the reported event. While the limited medical records note that a section of the mesh was explanted, no specific device failure was indicated and no subsequent procedures involving the mesh were noted. No lot number has been provided; therefore, no manufacturing review could be performed. We have contacted the initial reporter to obtain additional info. If additional info is received, a supplemental MDR will be submitted.